Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the index procedure treated a 3x22 mm, mildly tortuous lesion, located in the mid left anterior descending (lad) with direct stenting using a 3.0x28 mm promus des. Post dilation was performed, resulting in 0% residual stenosis. The patient later developed in-stent restenosis in 2009. A 99% focal in-stent restenosis of the mid lad was treated with a cutting balloon resulting in 0% residual stenosis. The event was reported to be resolved. There was definitely a device relationship. The pt was taking aspirin and plavix at the time of the event. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the u.s. As its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
Results and conclusion summation-restenosis as listed in the instructions for use (IFU), as a known adverse event associated with coronary stenting. Additionally, restenosis and hospitalization are listed in risk assessment as no-fault post-procedure complications. These patient effects are not necessarily an indication of a product quality deficiency. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality deficiency. It should be noted that the promus IFU states: pre-dilate the lesion with a ptca catheter. Reportedly, no pre-dilatation was performed prior to implanting the promus stent.